Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
This is an non-us event. The malfunction occurred in (B)(6). The consumer reported she gave a tampon to a friend. The friend used it and reported it came apart during removal and pieces of the tampon remained inside her. She was able to remove the remaining pieces on her own.